Event description:
Patient underwent a cesarean section. A bovi pad was not initially placed and one attempt at cauterizing was made. Bovi pad was placed on the left anterior thigh over muscle. Cautery was then used times one. The bovi tip was noted to have melted. The tip was removed and replaced with a new tip. No further problems with the bovi after this. Cut/coag was set at 40/40 throughout. Cautery tip was kept and given to supply personnel with the lot#. There was no harm to the patient.